Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The reported malfunction was attributed to a mis-programmed identification chip in the electrodes. Zoll medical has issued a device corrective action, which has been reported to the food and drug administration's under (B)(4). Replacement electrodes were sent to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator inappropriately recognized these adult electrode pads as pediatric electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.